Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a. Inpen received with resistance upon dispensing without a cartridge due to dust/debris under dose button, on washer, dose detent and dose knob. Unable to perform functional test due to resistance at dose button. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. Inpen received with missing dosing window.

Event description:
Information received by medtronic indicated that dial was not turning to the doses and if so it was very hard to turn on the insulin pen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.